Event description:
Incident reported as: doctor placed xl clip on the renal vein. Clip applier had to be prodded to release. Doctor placed 2nd clip on the renal vein, 1st clip popped and small tooth flew off. Broken clip removed. Several other clips were applied without incident. No patient injury or medical intervention reported.

Manufacturer narrative:
No sample was returned. Evaluation: no sample returned. Results: a DHR revealed no issues related to this lot#. Manufacturer will continue to track and trend for similar complaints.